Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of abnormal heart rhythm (st elevation) is listed in the opstar instructions for use as a known potential patient complication which may occur as a consequence of intravascular imaging and catheterization. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely that the patient¿s anatomical condition (severe stenosis) caused a restriction of the catheter lumen, which resulted in the reported failure to purge the catheter. In the physician's opinion, the dragonfly opstar caused or contributed to the st elevation; however, this could not be confirmed based on the reported information. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction- h6: health effect codes 2422 and 4614 were removed. Patient code 4613 was added. Correction- h6: investigation findings 3221 removed.

Event description:
Subsequent to the initially filed report, the following information has been updated: the dragonfly opstar imaging catheter blocked the blood flow as there was initially 90% stenosis of the vessel. No additional information was provided.

Event description:
It was reported that the procedure was performed in the left anterior descending (lad) artery with 90% stenosis, moderate calcification, and moderate tortuosity. The dragonfly opstar imaging catheter was advanced; however, the image could not be used for diagnosis as blood was unable to be cleared at the target lesion. While attempting to clear the blood, the catheter blocked the blood flow which caused st elevation. There was no treatment administered as the dragonfly opstar was simply removed from the patient which resolved the blood flow and st elevation. Intravascular (ivus) was used instead to continue and complete the procedure. In the physician's opinion, the dragonfly opstar caused or contributed to the occlusion which caused the st elevation. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of an occlusion is listed in the opstar instructions for use as known potential patient complications which may occur as a consequence of intravascular imaging and catheterization. Based on the information provided, a definitive cause for the reported obstruction of flow which resulted in an occlusion, EKG/ECG changes, and serious impairment could not be determined. In this case, it is possible that the catheter's sheath became damaged, or the patient's anatomical conditions affected the device's ability to purge and resulted in the reported obstruction of flow (unable to purge catheter); however, since the device was not returned for analysis, this could not be confirmed. In the physician's opinion, the dragonfly opstar caused or contributed to the occlusion and subsequent st elevation; however, this could also not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.